Manufacturer narrative:
The patient was also the initial reporter. Personal information was not entered.

Event description:
The customer initially called for assistance with high readings. During the call she was unable to see her blood glucose readings in the memory of the contour next link. The readings were from the previous week. No adverse event was alleged. The customer was advised to return the meter for evaluation. A new meter was sent to her.

Manufacturer narrative:
The number of tests run in the returned meter indicated 1, which was recorded in the memory as 246mg/dl. The customer had indicated the test run at that time was 164mg/dl. It may be possible the customer had more than one meter and was confused on which meter the tests were run.